Manufacturer narrative:
(B)(4) the rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the rt125 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The device was pressure tested and submerged in a water bath to test for leaks. Results: the pressure test confirmed that the circuit was out of specification. Upon submersion in a water bath, the leak was confirmed to be in the swivel, between the swivel elbow and the swivel wye. A lot check revealed no other complaints of this type for the lot number provided. Conclusion: the leak in the infant breathing circuit was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production.

Event description:
A hospital in (B)(6) reported that an rt125 infant bias flow breathing circuit failed the e500 ventilator leak test. This was found prior to patient use.